Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported error code 242.4030 on 8100 unit. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 242.4030 technical support- tech has error code 242.4030 on 8100 unit 1. Error code is a motor/encoder, a motor stall is detected. 2. Ensure that the motor connector is securely connected. 3.replace the ail assembly, which the motor encoder is a part of this assembly. 4. Replace the motor controller board, replace the logic board. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. Device history review: a serial number was not provided therefore a review of the device history record cannot be performed.